Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. A media inspection was performed. In the pictures provided, the high impedances were open, therefore this allegation was confirmed. The reported device performance allegation of lead disconnected cannot be confirmed. A DHR review was performed and found no non-conformances. All established specifications and criteria for release were met. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this implantable neurostimulator experienced a fall followed by return of their symptoms. The patient was seen in clinic and during that time all impedance measurements were high. X-rays were taken and initially lead fracture was suspected. A surgical procedure was later performed at which time it was discovered that the lead was not fractured but had disconnected from the device as a result of the fall. The surgeon cleaned the lead and resecured it in the device; all subsequent tests and measurements were satisfactory, and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block b3: (correction) event date. Block h11: investigation details: the device is not available for analysis; therefore, no physical analysis of the product could be performed. A media inspection was performed. In the pictures provided, the high impedances were open, therefore this allegation was confirmed. The reported device performance allegation of lead disconnected cannot be confirmed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "disconnection" and "impedance high" was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient with this implantable neurostimulator experienced a fall followed by return of their symptoms. The patient was seen in clinic and during that time all impedance measurements were high. X-rays were taken and initially lead fracture was suspected. A surgical procedure was later performed at which time it was discovered that the lead was not fractured but had disconnected from the device as a result of the fall. The surgeon cleaned the lead and resecured it in the device; all subsequent tests and measurements were satisfactory, and the procedure was completed. No further patient complications were reported.